Event description:
The customer observed and reported discrepancies in contours between the original structure and the new structure obtained by copy and paste onto a registered image. The customer was working with 4d images and simply copied and pasted different structures between coregistered images. Sometimes the copy if identical to the original, other times it is not. The differences are more evident close to structure discontinuities like top and bottom. It seems to be some kind of random behavior. There was no reported serious injury as a result of this event.

Manufacturer narrative:
The customers allegation has been confirmed: this is a previously investigated and reported issue. The copying of the contour is independent between images. Eclipse does not take into account the differences in image sizes or their orientation, even if they are registered. The contour is copied always to the primary plane, (the slice which is visible). The slice can belong to the same or a different 3d image. The user can copy a contour within a 3d image to another slice or between any images. Only the position from the top left corner and size remains same in the original and copied contour. If the two images are tilted, the copying functionality does not create any projection to same plane. Root cause: the system was found to be working as designed, varian has determined that the instruction for use (IFU) do not thoroughly explain the copy function feature - does not consider the enlarged slice or tilted plane or geometric differences in between CT data sets. Varian has determined that this is improbable/extremely unlikely to occur and result in serious injury. Corrective action: varian has issued a product improvement request to add more details in user guide. Varian will update the product release notes to better explain the copy function feature. No add'l follow-up to this MDR is expected.